Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("right essure micro-insert had broken into multiple pieces"), embedded device ("one right piece embedded itself into her appendix"), fallopian tube perforation ("left essure micro-insert had perforated her fallopian tube"), device dislocation ("smaller fragments of the right micro-insert migrated"), ureteric injury ("one right piece severed her right ureter"), pregnancy with contraceptive device ("she was 6-8 weeks pregnant"), placenta praevia (placenta previa), gestational diabetes (gestational diabetes), nephrolithiasis (nephrolithiasis secondary to painful kidney stones), uterine haemorrhage (hemorrhaging/ intrauterine clot), hydronephrosis (bilateral hydronephrosis) and procedural haemorrhage (bleeding during attempts to remove essure) in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, she underwent the essure procedure. After having the essure device implanted, she began experiencing symptoms, which included: abnormally severe menstrual pain; abnormally heavy menstrual bleeding; prolonged menstruation; severe pelvic, lower abdominal, and back pain, even when not menstruating; severe abdominal cramping, even when not menstruating; painful intercourse; migraine headaches; metallic taste in mouth; skin irritation, including rashes and itching on arms and vaginal area; chronic fatigue; weight fluctuation; and hip pain. Plaintiff complained about these symptoms to her healthcare providers. More specifically, in (B)(6) 2013, plaintiff started to experience flu-like symptoms (achiness, nausea, general malaise) and went to the ER for evaluation and treatment. The blood work drawn as part of her initial assessment in the ER revealed that she did not have the flu, but that she was pregnant. A follow-up ultrasound performed by the ER physician confirmed that she was 6-8 weeks pregnant. As a result of her prior implantation of the essure micro-inserts and her prenatal history, plaintiff´s pregnancy was considered to be high-risk, which required that she be closely monitored to make sure that the placenta was not in danger of being ruptured by one, or both, of the micro-inserts. Even more, her pregnancy was complicated by: bilateral hydronephrosis with infection and nephrolithiasis secondary to painful kidney stones, requiring lithotripsy and ultimately placement of a right kidney stent; hypokalemia; hematuria; pelvic pain; anemia; right flank pain; chronic bronchitis; placenta previa; and gestational diabetes. On (B)(6) 2014, plaintiff gave birth to a full-term, baby girl. Because plaintiff had to take narcotic pain medication during the course of her pregnancy, as a result of her chronic kidney pain, her daughter remained in the neonatal intensive care unit (nicu) for, approximately one week, post-partum, so that she could be closely monitored. Shortly after delivering her daughter, plaintiff started to experience extremely heavy vaginal bleeding. Further examination revealed that she was hemorrhaging and physician ended up having to perform a procedure to remove an intrauterine clot and other debris. Plaintiff was also given medication, methergine, to help stop the bleeding. Despite giving birth, plaintiff continued to have problems with her kidneys and, as a result, in (B)(6) 2014, several tests were ordered, including, a pelvic ultrasound and x-rays. The results of these tests showed that the right essure micro-insert had broken into multiple pieces, one of which had embedded itself into her appendix, and another of which had severed her right ureter. These test results further revealed that the left essure micro-insert had perforated her fallopian tube. Consequently, later that same month, plaintiff had to undergo surgery to repair her severed ureter, which also included the insertion of a right nephrostomy tube. On (B)(6) 2015, plaintiff was forced to undergo yet another invasive and painful procedure, an appendectomy, as a result of the breakage and migration of the pieces of the right essure micro-insert. Postoperatively, plaintiff was advised by physician that he had attempted to remove the remaining pieces of the broken micro-insert; however, his attempts resulted in too much bleeding, forcing him to abandon his extraction attempts. Thereafter, she continued to experience excessive vaginal bleeding and extreme pelvic pain and cramping, prompting her to meet with physician in (B)(6) 2015. In (B)(6) 2015, plaintiff underwent a bilateral salpingectomy, during which both of her fallopian tubes were removed. Postoperatively, physician advised her that he was unable to remove the remaining, smaller fragments of the right micro-insert that had broken and migrated. Since her second removal surgery, plaintiff continues to experience stabbing pelvic pain that is most often very severe. Accordingly, plaintiff is currently investigating removal options. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("right essure micro-insert had broken into multiple pieces/infection from fragmented essure insert"), the first episode of device dislocation ("one right piece embedded itself into her appendix"), fallopian tube perforation ("left essure micro-insert had perforated her fallopian tube"), the second episode of device dislocation ("smaller fragments of the right micro-insert migrated/migration of essure device to kidney"), ureteric injury ("one right piece severed her right ureter"), perforation ("perforation (other)"), uterine perforation ("perforation (uterus)"), pregnancy with contraceptive device ("she was 6-8 weeks pregnant"), device related infection ("infection/infection from fragmented essure insert"), placenta praevia ("placenta previa/pregnancy (with complications)"), gestational diabetes ("gestational diabetes"), nephrolithiasis ("nephrolithiasis secondary to painful kidney stones"), uterine haemorrhage ("hemorrhaging/ intrauterine clot"), hydronephrosis ("bilateral hydronephrosis") and procedural haemorrhage ("bleeding during attempts to remove essure") in a 28-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "abandoned essure extraction attempts" on (B)(6) 2015 and device ineffective "device ineffective". The patient's past medical history included ureteric repair (repair her severed ureter, which also included the insertion of a right nephrostomy tube.) In october 2014, multigravida, parity 5 ((B)(6)2005, (B)(6) 2007, (B)(6) 2008, (B)(6) 2010 and (B)(6) 2013), gestational diabetes, hydronephrosis, acute pyelonephritis, premature rupture of membranes, postpartum haemorrhage, schizophrenia, endometriosis, gastroesophageal reflux disease, human papilloma virus infection, lithotripsy, suicide attempt, kidney stone, chlamydial infection, schizophrenia, depression, vaginitis, dysuria and amenorrhea. Previously administered products included for an unreported indication: penicillin and duramorph. Past adverse reactions to the above products included dyspnoea with penicillin; and vascular pain with duramorph. Concurrent conditions included asthma, contrast media allergy, diabetes mellitus and latex allergy. Concomitant products included medroxyprogesterone (depo provera) from 2009 to 2010 for birth control. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 1 year 3 months after insertion of essure, the patient experienced placenta praevia (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), ureteric injury (seriousness criteria medically significant and intervention required) with renal pain and flank pain, perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). On(B)(6) 2015, the patient experienced procedural haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced the first episode of device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower and back pain, the second episode of device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant) with pain, nausea and malaise, device related infection (seriousness criterion medically significant), gestational diabetes (seriousness criterion medically significant), nephrolithiasis (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), hydronephrosis (seriousness criterion medically significant), the first episode of dysmenorrhoea ("abnormally severe menstrual pain"), the first episode of menorrhagia ("abnormally heavy menstrual bleeding/abnormal bleeding (vaginal, menorrhagia)"), the second episode of menorrhagia ("prolonged menstruation"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), migraine ("migraine headaches"), dysgeusia ("metallic taste in mouth"), skin irritation ("skin irritation"), rash ("rashes in arms/rashes"), pruritus ("itching on arms/itching"), vulvovaginal rash ("vaginal rash"), vulvovaginal pruritus ("vaginal itching"), fatigue ("chronic fatigue"), weight fluctuation ("weight fluctuation") with weight increased and weight decreased, arthralgia ("hip pain"), haematuria ("hematuria"), bronchitis chronic ("chronic bronchitis"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal, menorrhagia)"), anaemia ("anemia"), hypokalaemia ("hypokalemia"), allergy to metals ("nickel allergy") and the second episode of dysmenorrhoea ("dysmenorrhea (cramping)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with noscapine, methylergometrine maleate (methergine), surgery (bilateral salpingectomyin (B)(6)2015/ appendectomy), surgery (appendectomy and bilateral salpingectomy), surgery (bilateral salpingectomyin (B)(6)2015/ fallopian tubes removal/ appendectomy), surgery (kidney repair), surgery (undergo surgery to repair her severed ureter, insertion of a right nephrostomy tube), surgery (bilateral salpingectomy), surgery (bilateral salpingectomy), surgery (lithotripsy (placement of a right kidney stent) and gall bladder removal) and surgery (procedure to remove an interuterine clot). Essure was removed on (B)(6)2015. At the time of the report, the device breakage and vaginal haemorrhage had not resolved and the fallopian tube perforation, the last episode of device dislocation, ureteric injury, perforation, uterine perforation, pregnancy with contraceptive device, device related infection, placenta praevia, gestational diabetes, nephrolithiasis, uterine haemorrhage, hydronephrosis, procedural haemorrhage, the last episode of menorrhagia, dyspareunia, migraine, dysgeusia, skin irritation, rash, pruritus, vulvovaginal rash, vulvovaginal pruritus, fatigue, weight fluctuation, arthralgia, haematuria, bronchitis chronic, anaemia, hypokalaemia, allergy to metals and the last episode of dysmenorrhoea outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered allergy to metals, anaemia, arthralgia, bronchitis chronic, device breakage, device related infection, dysgeusia, dyspareunia, fallopian tube perforation, fatigue, gestational diabetes, haematuria, hydronephrosis, hypokalaemia, migraine, nephrolithiasis, perforation, placenta praevia, pregnancy with contraceptive device, procedural haemorrhage, pruritus, rash, skin irritation, ureteric injury, uterine haemorrhage, uterine perforation, vaginal haemorrhage, vulvovaginal pruritus, vulvovaginal rash, weight fluctuation, the first episode of device dislocation, the first episode of dysmenorrhoea, the first episode of menorrhagia, the second episode of device dislocation, the second episode of dysmenorrhoea and the second episode of menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2014: positive test with complication. Ultrasound scan - in (B)(6) 2013: confirmed she was 6-8 weeks pregnant. In (B)(6) 2013, the blood work drawn as part of her initial assessment in the ER revealed that patient did not have the flu, but that she was pregnant. In (B)(6) 2014, physician ordered several tests, including, a pelvic ultrasound and x-rays. The results of these tests showed that the right essure micro-insert had broken into multiple pieces, one of which had embedded itself into her appendix, and another of which had severed her right ureter. These test results further revealed that the left essure micro-insert had perforated her fallopian tube. On (B)(6) 2014: the x-ray showed that right essure coil had broken into roughly 20 pieces, one of which was lodged in my appendix, and one of which had severed the ureter to my kidney. Most recent follow-up information incorporated above includes: on (B)(6) 2018: following company internal coding review, the reported event "infection/infection from fragmented essure insert" was recoded to the meddra llt: device related infection. The event was upgraded to serious. Narrative amended. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("right essure micro-insert had broken into multiple pieces/infection from fragmented essure insert"), the first episode of device dislocation ("one right piece embedded itself into her appendix"), fallopian tube perforation ("left essure micro-insert had perforated her fallopian tube"), the second episode of device dislocation ("smaller fragments of the right micro-insert migrated/migration of essure device to kidney"), ureteric injury ("one right piece severed her right ureter"), perforation ("perforation (other)"), uterine perforation ("perforation (uterus)"), pregnancy with contraceptive device ("she was 6-8 weeks pregnant"), placenta praevia ("placenta previa/pregnancy (with complications)"), gestational diabetes ("gestational diabetes"), nephrolithiasis ("nephrolithiasis secondary to painful kidney stones"), uterine haemorrhage ("hemorrhaging/ intrauterine clot"), hydronephrosis ("bilateral hydronephrosis") and procedural haemorrhage ("bleeding during attempts to remove essure") in a 28-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "abandoned essure extraction attempts" on (B)(6) 2015 and device ineffective "device ineffective". The patient's past medical history included ureteric repair (repair her severed ureter, which also included the insertion of a right nephrostomy tube.) In october 2014, multigravida, parity 5 on (B)(6) 2005, on (B)(6) 2007, on (B)(6) 2008, on (B)(6) 2010 and on (B)(6) 2013), gestational diabetes, hydronephrosis, acute pyelonephritis, premature rupture of membranes, postpartum haemorrhage, schizophrenia, endometriosis, gastroesophageal reflux disease, human papilloma virus infection, lithotripsy, suicide attempt, kidney stone, chlamydial infection, acute schizophrenia episode, depression, vaginitis, dysuria and amenorrhea. Previously administered products included for an unreported indication: penicillin and duramorph. Past adverse reactions to the above products included dyspnoea with penicillin; and vascular pain with duramorph. Concurrent conditions included asthma, contrast media allergy, diabetes mellitus and latex allergy. Concomitant products included medroxyprogesterone (depo provera) from 2009 to 2010 for birth control. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 1 year 3 months after insertion of essure, the patient experienced placenta praevia (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), ureteric injury (seriousness criteria medically significant and intervention required) with renal pain and flank pain, perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced procedural haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced the first episode of device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower and back pain, the second episode of device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant) with pain, nausea and malaise, gestational diabetes (seriousness criterion medically significant), nephrolithiasis (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), hydronephrosis (seriousness criterion medically significant), the first episode of dysmenorrhoea ("abnormally severe menstrual pain"), the first episode of menorrhagia ("abnormally heavy menstrual bleeding/abnormal bleeding (vaginal, menorrhagia)"), the second episode of menorrhagia ("prolonged menstruation"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), migraine ("migraine headaches"), dysgeusia ("metallic taste in mouth"), skin irritation ("skin irritation"), rash ("rashes in arms/rashes"), pruritus ("itching on arms/itching"), vulvovaginal rash ("vaginal rash"), vulvovaginal pruritus ("vaginal itching"), fatigue ("chronic fatigue"), weight fluctuation ("weight fluctuation") with weight increased and weight decreased, arthralgia ("hip pain"), infection ("infection/infection from fragmented essure insert"), haematuria ("hematuria"), bronchitis chronic ("chronic bronchitis"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal, menorrhagia)"), anaemia ("anemia"), hypokalaemia ("hypokalemia"), allergy to metals ("nickel allergy") and the second episode of dysmenorrhoea ("dysmenorrhea (cramping)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with noscapine, methylergometrine maleate (methergine),surgery (bilateral salpingectomyin may-2015/ fallopian tubes removal/ appendectomy), surgery (kidney repair), surgery (undergo surgery to repair her severed ureter, insertion of a right nephrostomy tube), surgery (lithotripsy (placement of a right kidney stent) and gall bladder removal) and surgery (procedure to remove an interuterine clot). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage and vaginal haemorrhage had not resolved and the fallopian tube perforation, the last episode of device dislocation, ureteric injury, perforation, uterine perforation, pregnancy with contraceptive device, placenta praevia, gestational diabetes, nephrolithiasis, uterine haemorrhage, hydronephrosis, procedural haemorrhage, the last episode of menorrhagia, dyspareunia, migraine, dysgeusia, skin irritation, rash, pruritus, vulvovaginal rash, vulvovaginal pruritus, fatigue, weight fluctuation, arthralgia, infection, haematuria, bronchitis chronic, anaemia, hypokalaemia, allergy to metals and the last episode of dysmenorrhoea outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered allergy to metals, anaemia, arthralgia, bronchitis chronic, device breakage, dysgeusia, dyspareunia, fallopian tube perforation, fatigue, gestational diabetes, haematuria, hydronephrosis, hypokalaemia, infection, migraine, nephrolithiasis, perforation, placenta praevia, pregnancy with contraceptive device, procedural haemorrhage, pruritus, rash, skin irritation, ureteric injury, uterine haemorrhage, uterine perforation, vaginal haemorrhage, vulvovaginal pruritus, vulvovaginal rash, weight fluctuation, the first episode of device dislocation, the first episode of dysmenorrhoea, the first episode of menorrhagia, the second episode of device dislocation, the second episode of dysmenorrhoea and the second episode of menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine: on (B)(6) 2014: positive test with complication. Ultrasound scan - in december 2013: confirmed she was 6-8 weeks pregnant. In dec-2013, the blood work drawn as part of her initial assessment in the ER revealed that patient did not have the flu, but that she was pregnant. In october of 2014, physician ordered several tests, including, a pelvic ultrasound and x-rays. The results of these tests showed that the right essure micro-insert had broken into multiple pieces, one of which had embedded itself into her appendix, and another of which had severed her right ureter. These test results further revealed that the left essure micro-insert had perforated her fallopian tube. On (B)(6) 2014: the x-ray showed that right essure coil had broken into roughly 20 pieces, one of which was lodged in my appendix, and one of which had severed the ureter to my kidney. Most recent follow-up information incorporated above includes: on (B)(6) 2018: new events added- nickel allergy, perforation (uterus), dysmenorrhea (cramping), perforation (other), weight gain/loss was added as symptom of weight fluctuation. Lab data added and historical conditions added. On (B)(6) 2018: fup 1 and fup 2 processed together. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.